Event description:
Dealer stated that the upholstery screws on a 9xdt wheelcair have broken off. Dealer reported that the end users weight is (B)(6) pounds whereas the weight capacity, as stated on the wheelchair, is 350 pounds.